Manufacturer narrative:
(B)(4).

Event description:
It was reported that a regular device check oversensing was observed on atrial lead. The lead was capped and replaced on (B)(6) 2016. Patient was doing great post procedure.